Manufacturer narrative:
For patient one, the customer obtained an elevated result above the ami cutoff of the assay which was repeated on access 2i instrument and lower result within the risk stratification range of the assay was obtained. For patient 2, the customer obtained a result within the risk stratification, which upon repeat on access 2i instrument and generated lower results within the normal reference range.

Event description:
The customer obtained erroneous positive accutni (troponin) results above the acute myocardial infraction cutoff and within the risk stratification range for 7 different patients on two different dates on their access 2 instrument. The customer stated some of the erroneous elevated results were reported out of the laboratory; however, patient treatment was not impacted by this event as the customer contacted the physician and provided the corrected reports. This report will address the event from (B)(6) 2012, which covers 5 patients. The event from (B)(6) 2012 will be addressed in MDR 2122870-2012-01527. For patient s3, 4, and 7 the customer obtained a result within the risk stratification, which upon repeat on access 2i instrument and generated lower results within the normal reference range. Patient #7 was also repeated on the same instrument and lower result within the normal reference range was obtained. For patient #5, the customer received erroneous elevated result above the ami cutoff of the assay. The sample was repeated on the same instrument and results ranging from risk stratification range to elevated results above the ami were obtained. The sample was also repeated on the access 2i and results within the normal reference range was obtained. For patient #6 the customer obtained results which were reproducible within the risk stratification range of the assay, however outside of labeled accutni assay precision claims. The sample was repeated on the same unit and on the access 2i. Patient data are provided. Samples are all lithium heparin plasma without gel separator and were immediately inverted 8 to 10 times after they are drawn. The customer reported that qc was performing within the customer's ranges on the morning of (B)(6) 2012; however, qc failed on the evening of (B)(6) 2012. No additional data was provided to indicate if qc repeated or how it performed after it had failed post the (B)(6) 2012. System checks performed on the (B)(6) passed within instrument specifications, however, the customer reported a system check performed on the (B)(6) during troubleshooting with hotline failed to pass within instrument specifications. On (B)(6) 2012, field service engineer was on site to investigate the event. The fse observed multiple bubbles in the wash pump chamber and some "foam" forming in the rvs after the aspirate and dispense probes would aspirate the rv sample and dispense wash buffer back into the rv during the reaction wash cycle. The fse rebuilt the wash pump and checked instrument fittings and tubing for issues. The fse reported that aspirate and dispense probe checks were improved but the high sensitivity system check performed by the fes failed to pass without generating flyers. The fse performed the annual pm for the customer during the service visit and also replaced the mixer bearings and pinch rollers. The fse repeated the failing system check and had to return the following day to continue troubleshooting. Upon noticing a continued presence of bubbles in the wash pump chamber, the fse continued to inspect the fluidics module of the instrument. The fse located two rotten leads on the wash valve pump, which he replaced along with the wash valve home sensor. The fse verified hardware after all repairs were completed by performing a passing high sensitivity system check; the fse noted the wash buffer dispense was much improved and performed consistently after the wash pump valve issues were resolved by the fse. The cause of the event was determined to be the wash valve pump. For patient one, the customer obtained an elevated result above the ami cutoff of the assay which was repeated on access 2i instrument and lower result within the risk stratification range of the assay was obtained. For patient 2, the customer obtained a result within the risk stratification, which upon repeat on access 2i instrument and generated lower results within the normal reference range.